Event description:
It was reported the bd alaris pump module smartsite infusion set experienced backflow. The following information was provided by the initial reporter: customer facility has confirmed an incident of backflow and has another suspected incident of backflow.

Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the bd alaris pump module smartsite infusion set experienced backflow. The following information was provided by the initial reporter: customer facility has confirmed an incident of backflow and has another suspected incident of backflow.

Manufacturer narrative:
H6: investigation summary one sample was received and investigated under pr (B)(4). A back check valve failure was observed. A quality notification was sent to the supplier, and the sample was sent for further investigation. The supplier was able to confirm the failure. The check valve was disassembled, and particulates were observed on the silicone disc. The particulate was sent to the internal lab for ftir analysis. The particulate observed between the disc and the sealing surface created a leak path that led to the backflow failure. Ftir analysis results indicated particulates with characteristics of polyvinyl chloride (pvc) associated with the drip chamber. The supplier of the drip chamber completed an investigation. Since 2015 they have implemented on all assembly machines that assemble drip chambers a dedicated blow of system turbocleaner that blow and suck air in the chamber before spike is assembled. This turbulence created by the turbocleaner is meant to remove impurities inside the soft pvc chamber, and this system is working on the 100% of the parts assembled. A device history record review could not be performed on model 2426-0007 because a lot number is unknown.